Event description:
During a procedure after manually administrating contrast, the physician noticed that the contrast was flowing through the lumen of the spinnaker elite flow directed catheter 1.5 f-l w/hydrolene and exiting at the distal end, leakage was noticed some centimeters below the tip. After the catheter was retracted out of the body, saline was flushed and the physician noticed that the joint between the distal part and mid part of the catheter was leaking. The physician finished the case with an excelsior catheter successfully.